Event description:
Pt came to hosp by ambulance in full arrest, had been defibrillated several times in ambulance unsuccessfully. While pt was being resuscitated here at the hosp, the pt was defibrillated many times unsuccessfully. When the staff went to use the zoll defibrillator, when the charging button was pushed, there was an approximate 30 second delay before the pt could be defibrillated each time. The pt expired, however, pt had been down for quite some time. Co does not feel the equipment malfunction contributed to their demise.